Event description:
Patient presented with hematoma. Information regarding any intervention has not been provided by the physician.

Event description:
Patient presented back to the physician with pain, soreness, and potential infection at the ipg site. Physician brought the patient into the or and observed exposure of the generator. Physician opened the ipg pocket, removed the ipg, debrided and irrigated the site, and closed the pocket.